Event description:
After an incident involving a patient in cardiac arrest, the reviewing physician felt that this defibrillator did not shock what was a shockable rhythm. Subsequently, the reporting customer said that after the cardiologist's review, it was concluded that the rhythm was non-shockable and that the unit did not malfunction. The unit therefore will not be returned for service.